Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy with polypectomy procedure within the cecum on (B)(6), 2011. According to the complainant, post polypectomy, resolution clips were being placed as a prophylactic measure. The first clip deployed successfully. A second clip was then advanced and tissue was grasped. However, after deployment, the clip would not release from the delivery catheter. The physician made several unsuccessful attempts to release the clip by actuating the handle. Subsequently, the clip was pulled from the patient's tissue, which resulted in a small amount of bleeding. The device was removed from the patient and the procedure was completed with a third resolution clip. The patient's condition was reported to be fine post procedure. The patient was discharged home.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.